Event description:
It was reported that the device exhibited motor rate errors and clutch errors. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed, and the plunger case was cracked upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no fault was found. Root cause of the reported event is unknown as the clutch and motor assembly were carefully inspected and no physical or any other damage was found. Replaced the clutch halves left and right with leadscrew and spring for preventive measure. Also preventively replaced the worm coupling and gear for the motor rate error. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other text: b5: additional information received on 12august2022 via email and attached to complaint object: occurred during pm (preventive maintenance); no patient involvement. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.